Event description:
Irn# (B)(4). The needle has difficulty passing through the skin during puncture, bends easily once through, displaces its tip when it encounters tissue, and its image disappears on ultrasound (usg).

Manufacturer narrative:
Event took place in turkey. This product analysis was carried out on the basis of all the information provided and the internal review at pajunk. Based on analysis, risk assessment, risk profile and clinical monitoring this file is considered as closed. In case new information becomes available a follow up report will be sent to the agency.

Manufacturer narrative:
Event took place in turkey. The facts of the case, relevant tests are currently in process. In case new information becomes available a follow up report will be sent to the agency.

Event description:
Irn # (B)(4). The needle has difficulty passing through the skin during puncture, bends easily once through, displaces its tip when it encounters tissue, and its image disappears on ultrasound (usg).